Event description:
Related manufacturer report number: (B)(4). During an in-clinic follow-up, a loss of capture was observed on both the high voltage (hv) and low voltage (lv) ventricular leads. In addition, a loss of sensing was also noted on the hv lead. X-ray imaging was performed and revealed both leads were dislodged. No intervention was performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information received indicated a revision procedure was performed to resolve the event. The low voltage (lv) lead was explanted and replaced, and the high voltage (hv) lead was repositioned and remains implanted. The patient was in stable condition.